Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was esophagal cancer and diabetes. The caller stated that the customer had a six bypass that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the customer's heart just stopped, as they were talking one minute, and then the customer laid their head down and was gone. The caller declined to return the insulin pump for analysis. Pump passed all functional testing.